Manufacturer narrative:
Mfg site eval: samples received: 1 open pouch. There are no previous complaints of this code/batch. (B)(4) units of this code-batch were manufactured and distributed. We have received 1 open and used sample with the needle detached from the thread (needle has rests of blood and thread measures 10 cm). Without any closed sample we cannot carry out a complete analysis. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfil OEM requirements. Remarks: the complaint is justified for isolated detached needles, but the conclusion is not corresponding according to the results of the in process control when this batch was manufactured. Corrective action: na.

Event description:
Country of complint: (B)(6). Needle attachement.